Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac defibrillator exhibited a vibratory alert. Upon review, it was revealed that the patient was unable to send a manual transmission which is indicative that the implantable cardiac defibrillator reverted to backup vvi. No interventions made at this time.